Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at a follow-up appointment it was determined that the shock lead impedance (sli) on this cardiac resynchronization therapy defibrillator right ventricular (rv) lead was high and out of range in all three configurations. All other lead diagnostics were within normal limits. It was noted that the only shock that had been delivered was during defibrillation threshold (dft) testing. Boston scientific technical services (ts) discussed that it may be due to calcification of lead electrodes. Ts recommended administering an r-wave synchronous shock and monitoring the situation. Ts also suggested considering lead replacement if the sli continues to increase.